Event description:
The customer reported on (B)(6) 2016 this patient has had high ra (zy 58 bv) and rv threshold for a number of years. She has had devices only lasting 4.5 years. She also has been seen by a number of different doctors who have never addressed this problem. The old device and leads were left in place. On (B)(6) 2016 additional information was received from the customer reporting this lead was abandoned. The lead was actively implanted for approximately 21 years, 3 months.

Manufacturer narrative:
The following sections were updated in follow-up # 1: report date, concomitant medical products, type of reports, if follow-up, what type?, evaluation codes, and additional MFR narrative the device was used in treatment. The device was not returned for evaluation; the ra lead (zy 58 bv, (B)(4)) was abandoned (capped) and will not be returned for evaluation. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The lead was implanted for approximately 21 years, 3 months. The device history records for this lead model goes beyond oscor's 15 years record retention procedure and therefore, records were not available for review. Although the root cause of this failure could not be determined, potential causes of this failure may be: unsatisfactory electrode position or physician damages coating on tip during implant. The potential effects from this type of failure include: less efficient pacing and more frequent battery replacement, intermittent or continuous loss of pacing or sensing, or another procedure may be required for repositioning or removal. The lead is no longer manufactured and last sale was in year 2012. Based on the investigation, a CAPA is not required. Oscor will continue to monitor this lead for complaint trends and risk. Controls are in place during manufacturing for electrical and visual verification. In addition, qa in-process and final inspection verify the electrical resistance is checked with a multimeter and readings are entered in the work order. Also, all tubing is inspected according to the procedure criteria/inspection of polyurethane and silicone tubing. The instructions for use (IFU), of permanent implantable pacing leads informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. It also provides the general warning: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, allergic reaction, fibrotic tissue, or by breach of their insulation covering. In addition, the IFU provides lead related problems including, but are not limited to: fracture, dislodgement, cardiac perforation, myocardial irritability at implant, transvenous introduction, threshold elevation and infection. In addition, the IFU provides the following precautions: clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements.